Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient regarding external neurostimulator (ens) for urge incontinence. It was reported they had dry blood at the incision site and is still feeling pain. She stated she turned her stimulation up to .6 and it made her catheter twitch and caused her to cramp, she turned stimulation back down to .5 and it went away. The patient stated a day later that her symptoms are worsening today because she is voiding and leaking a lot. Patient feels annoyed with machine. Patient mentioned that she just feels uncomfortable. Her leaks are heavier now and is wanting to make changes. When patient adjusts the stimulation, patient says that 0.6 tingle is too much. Patient mentioned that everything is just leaking out. Patient has spoken with doctor about this and has changed bandages with doctor. There were no further patient complications are anticipated or expected as a result of this event.